Event description:
Complainant alleged that during a routine shift check, the device would charge when the sync button was pressed. The complainant indicated that there was no patient involvement in the reported failure.